Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam. In addition, device display error code e022 (motor_flux_magnitude (reboot), e024 (motor_speed_reverse (reboot). Dust was found as contamination. The device was scrapped.